Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and there was no physical damage found on conductor wire. Instrument passed electrical continuity test in both grips. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation. No product issue was found. Additional finding not reported by site: the instrument was found to have a broken grip cable at the distal end. A review of the complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the instrument associated with this event was attempted. However, the search did not return any results for the instrument¿s usage history. Device history record (DHR) review for instrument involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of the customer reported issue cannot be determined since the issue could be confirmed and may be due to other factors unrelated to the product. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during da vinci-assisted surgical procedure, 8mm fenestrated bipolar forceps instrument was found to have damaged conductor wire. The procedure was completed with no reported injury.